Event description:
It was reported that during an unspecified veterinary surgical procedure on a canine, it was observed that the small battery drive device started grinding and stopped working. According to the reporter, the device sounded like the ball bearings were grinding. It was further reported that the surgeon attempted to replace the attachment device, battery device and drill bit device, but nothing worked. As a result, there was a ten minute delay to the surgical procedure. A spare device was available and was used to successfully complete the surgical procedure. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 8, 2008. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn electrical components and ball bearings deterioration from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.